Event description:
It was reported that the patient had a bacteremia infection and endocarditis. It was further reported that there was vegetation found on the tachy lead and pus was noted in the pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2006 (B)(6); 694958 implantable tachy lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.